Event description:
It was reported that a dexcom g6 sensor failed to pair with the ilet despite attempts to toggle the sensor and restart the ilet, and the user was advised to replace the sensor and contact dexcom support for further assistance. Symptoms included no reported alerts or alarms and no adverse clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included user-level troubleshooting and education regarding sensor replacement and coordination with the cgm manufacturer. Investigation of this case revealed a suspected communication or pairing failure between the cgm sensor and the ilet, with no evidence of a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interface or external cgm component performance, not an ilet hardware failure.